Event description:
Procedure: gynecology. According to the reporter: the tip of the instrument broke and fell in the abdomen; the broken piece was retrieved and another instrument was applied to complete the operation; no pt injury.

Manufacturer narrative:
Initial report submitted: 02/27/2008.